Event description:
It was reported that the patient has been experiencing increased seizures since the beginning of the month. It is unknown at this time if the increase is above or below pre-vns baseline. Diagnostics were within normal limits and no medication changes preceded the onset of the event. Attempts for further information have been unsuccessful to date.